Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 475 mg/dl at the time of incident and current blood glucose level was 433 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin shot. Customer stated that the insulin pump was completely blank. Customer stated that the contacts on the battery cap was not missing or damaged. Customer states that the battery compartment was neither damaged nor corroded. Customer states that the spring is neither damaged nor corroded. Customer stated that the display returned. Troubleshooting was performed for high blood glucose level and blank display. The device will be returned for analysis.